Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, a study by (B)(6) al reported "one-stage revisions were used with early deep infection."